Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd syringes broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needles are dull and needles break off in vial when trying to draw up insulin. Needles are re-used. Verbatim: from phone call on (B)(6) 2021, at 14:44:41: explained I would make a one time exception with giving her a replacement voucher but no more going forward because she "re-uses". (B)(6). From phone call on (B)(6) 2021, at 14:36:09: consumer stated, she will continue to re-use because she's never had a problem in the past. I strongly advised against re-using due to risk involved, "possible infection, breakage, etc.. And explained, the syringes are for single use only! Consumer stated, the needles break off in the vial when she's trying to draw her medication. Stated, she's switching to another brand she can re-use. Catalog: unknown. Samples: no. Date of event: unknown. (B)(6). Information from email copied and pasted below: sent: tuesday, (B)(6) 2021, at 12:45 pm. Customer called in to report multiple dull needles. She could not provide a lot of details, the lot number she is reporting is 9198174a. She said there are several bags that have dull needles, but uncertain of the exact quantity. She also added that she reuses them and they are not lasting as long has they have in the past."

Event description:
It was reported that an unsecified number of unspecified bd syringes broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needles are dull and needles break off in vial when trying to draw up insulin. Needles are re-used. Verbatim: from phone call on (B)(6) 2021 14:44:41: explained I would make a one time exception with giving her a replacement voucher but no more going forward because she "re-uses". Cl from phone call on (B)(6) 2021 14:36:09: consumer stated, she will continue to re-use because she's never had a problem in the past. I strongly advised against re-using due to risk involved, "possible infection, breakage, etc.. And explained, the syringes are for single use only! Consumer stated, the needles break off in the vial when she's trying to draw her medication. Stated, she's switching to another brand she can re-use catalog: unknown samples: no date of event: unknown cl information from email copied and pasted below: sent: tuesday, (B)(6) 2021 12:45 pm customer called in to report multiple dull needles. She could not provide a lot of details, the lot number she is reporting is 9198174a. She said there are several bags that have dull needles, but uncertain of the exact quantity. She also added that she reuses them and they are not lasting as long has they have in the past."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. See h.10.